Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient saw the ¿in the box¿ error. It was noted the patient could turn stimulation on and off, but could not make adjustments. It was reported the issue occurred following an antenna locate. It was noted the patient was at a cat scan for pain in the leg and left side. It was reported the patient had greater than fifty percent reduction in symptoms. It was noted the patient was receiving effective therapy.